Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the instrument channel of the subject device was suspected to be clogged with a foreign object, which was suspected to have fallen off the tip of the cleaning brush. The reprocessing method of the subject device at the user facility is unknown. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated, and also found that foreign object came out from the suction connector of the subject device. Therefore, it was surmised that the subject device might have been used for the next procedure with insufficient/inappropriate reprocessing. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, omsc surmised that the reported phenomena might have been caused by insufficient reprocessing due to inappropriate reprocessing. If additional information is received, this report will be supplemented.